Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. However, pump error 63 alarm confirmed in the pump history (variableinfo = 3) due to broken trace at pin#6 at u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm and was able to complete rewind. Customer reported that the drive support cap appeared to be normal. Self-test was passed. No harm requiring medical intervention was reported. The device will be returned for analysis.